Manufacturer narrative:
Age, sex, weight, and ethnicity: unknown, information was requested but not provided. If implanted, give date: not applicable, as lens was removed/replaced during the same procedure. If explanted, give date: not applicable, as lens was removed/replaced during the same procedure. The intraocular lens (iol) is not returning for evaluation as it was discarded; therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that a hole was found in the intraocular lens (iol) after insertion into the patient's right eye. The iol was removed and replaced with another lens (same model, same diopter) during the same procedure without further complication. There was no patient injury and there was no medical or surgical intervention required. The patient outcome was good. The iol was discarded. No further information was provided.